Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a doors failure, and its door controller board was not working. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple tower doors failed. A field service engineer performed troubleshooting and found that port three on the door board was intermittently failing. Reseating the cable did not resolve the issue. Further testing confirmed the door controller board was faulty. The door controller was replaced, and testing was resumed to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a doors failure, and its door controller board was not working. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.